Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead, which was previously surgically abandoned, developed a pocket infection. This lead was surgically abandoned due to an upgrade procedure and had been replaced with another rv lead. Subsequently, this lead, the defibrillator, the right atrial lead, the right ventricular lead, and the left ventricular lead were successfully explanted in their entirety using the spectranetics tight rail mechanical sheath system. It was noted that the patient's rhythm was conducted atrial fibrillation. No additional adverse patient effects were reported. This device is not expected for return.